Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized due to an elevated blood glucose (bg) that ranged from over 600 mg/dl to approximately 700 mg/dl and diabetic ketoacidosis. Customer was treated with intravenous fluids and was released from the hospital on (B)(6) 2020 with no permanent damage. Reportedly, the cause for the reported issue was unknown. Customer changed the infusion set multiple times prior to being admitted to the hospital. A pump system check was performed with tandem technical support and determined the pump functioned as intended. Reportedly, the customer continued to use the pump for insulin therapy.